Event description:
It was reported to boston scientific corporation that an injection gold probe hemostasis catheter was used during a hemostasis procedure. According to the complainant, during introduction of the device through the endoscope, the catheter separated from the needle. The procedure was completed with another injection gold probe hemostasis catheter. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported as stable.

Manufacturer narrative:
The complaint was unable to provide the suspect device lot number; therefore, the device expiration and MFR dates are unk. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B) (4).